Event description:
End user reported that last fall his foot slipped off the footboard of an unknown power chair. The chair ran over his left foot taking off the end of his big toe and bruising the one next to it. End user advised could not stop the bleeding, not sure if he went to the ER.